Event description:
It was reported that following implant of a ipg (implantable pulse generator) system, the physician chose to leave the icm (implantable cardiac monitor) implanted and in use. About one month later when the patient performed a full report of the icm via the home monitor, the ipg "grabbed" the telemetry and synced to the icm's home monitor. The clinician noted this right away and had the patient re-sync the icm to the icm's home monitor, and then perform a manual download to the ipg's home monitor. Later it was noted that in the ipg remote monitoring system download there were four patient marked symptom episodes in the episode list. The patient had apparently used the icm activator to collect a symptom episode on the icm, and that the activator inadvertently made the ipg collect a symptom episode as well. Both devices, both monitors, and the activator remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: a2dr01 ipg implanted: (B)(6) 2014; lnq11 icm implanted: (B)(6) 2014; 9538 patient activator. (B)(4).

Manufacturer narrative:
The remote monitor was returned and got lost. Analysis will not be conducted; however, an investigation was completed with the information provided in the complaint file. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and got lost.